Event description:
After removing the product from the package, the stent of the palmaz genesis fell off of the balloon.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information has been requested and will be provided within 30 days of receipt.